Event description:
Following an angioplasty, the physician deployed an angio-seal to seal the arteriotomy site. The puncture site started to bleed; manual pressure followed by a c-clamp were used to achieve hemostasis. An ultrasound revealed the anchor of the angio-seal device had broken off. The pt was taken to surgery; the surgeon was unable to remove the device and performed a femoral artery bypass.